Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container was leaking where the IV port and the bag are sealed together. The bag was filled with bupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device manufacture date, evaluation codes. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak and underwater pressure testing revealed a leak where the IV port and the bag are sealed together. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.